Event description:
It was reported that the customer was in a car accident and hospitalized. As a result of the accident, the insulin pump was submerged in water. The cause of the accident was unknown at the time of the report. The customer's blood glucose reading was 444 mg/dl. Troubleshooting was performed, and the prime, self, and high pressure tests were performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.